Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient's catheter was removed in the catheterization clinic on (B)(6) 2025. The catheter nurse removed 1 cm and found that the catheter was broken in the body, immediately pressed the axillary vein, tightened the axillary vein with a tourniquet, and immediately placed the patient on a flat bed and sent him to the x-ray room to perform fluoroscopic monitoring, which revealed that the catheter had been residual in the heart. The patient was immediately sent to the interventional operating room for catheter harvesting under dsa, which went smoothly. Comparison of the residual catheter with the external residual catheter notch showed a matching anastomosis and a catheter end scale of 38 cm. The catheter broke free in vivo.